Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported than an alert had been generated for atrial arrhythmia burden (aab) of at least 24.0 hours in a 24-hour period. Review of the stored data identified the episode duration was 80 hours and 41 minutes. The aab alert is now disabled. Additional information was received that minute ventilation (mv) sensor was disabled due to a signal artifact monitor (sam) event. A programmer session is required to re-enable mv sensor. The device remains in service and no adverse patient effects were reported.